Event description:
It was reported that a small volume folfusor under infused. This was observed during a patient infusion; further described as a ¿larger residual amount has remained in the elastormer¿. The device was filled with sodium chloride 0.9% and flourouracil 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from may 24, 2021 - may 25, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.